Event description:
The customer reported that the left (live) monitor went black. This issue will cause the system to be unusable due ot the inability to see the live image. Ther eis no report to injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hv cable and camera were evaluated and replaced. Complete image calibrations were performed the system was tested and found to be working as intended and returned to service.